Event description:
Patient was revised reportedly at her attorneys advisory. Update - (B)(6) 2011 - medical records were obtained. Medical records indicate that the patient was revised to address a painful left hip. Medical records indicate there was a small amount of metal staining. Additionally, no bony ingrowth was noted on the acetabular component.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised reportedly at her attorney's advisory. Update - (B)(4) 2011 - medical records were obtained. Medical records indicate that the patient was revised to address a painful left hip. Medical records indicate there was a small amount of metal staining. Additionally, no bony ingrowth was noted on the acetabular component. There is no new product information that would change the outcome of the investigation. Update: ((B)(4) 2012) litigation received (B)(4) 2012. Complaint changed to legal. Doi: (B)(6) 2009. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.